Manufacturer narrative:
A specific root cause was not identified for this event. The most likely root cause of the event was due to local contamination of the instrument, environment or water source. Since no additional information was received, it is likely the decontamination procedures performed by the fse on (B)(6) 2017 resolved the issue.

Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer initially complained of issues since (B)(6) 2017 with third party quality controls (qc) for the elecsys estradiol iii assay (estradiol iii) on a cobas e 411 immunoassay analyzer. The field service engineer (fse) visited the customer site and checked and replaced multiple parts of the instrument. A high voltage check was performed and the voltage was adjusted. Liquid level detection voltage of the sample/reagent probe was also adjusted. Afterwards, instrument performance testing was completed and the results were acceptable. Calibration results were acceptable. Qc was run and the qc results were still erratic. The customer¿s water system was serviced after the fse visit. The customer changes the valve on the water bottle and the water bottle is cleaned, emptied completely, rinsed and refilled each week as part of maintenance. After the initial point of contact, the customer performed a patient comparison for samples tested for estradiol iii between their e411 analyzer and an unspecified instrument at their sister site and noticed a difference in results. The complete data from this comparison has been requested but has not been provided. The date of event was not provided. The date of event documented is an approximation. The customer provided an example of erroneous results for 1 patient. It is not known if erroneous results were reported outside of the laboratory. The initial estradiol iii result from the customer¿s e411 analyzer was 31 pg/ml. The repeat result from the sister site was 52 pg/ml. There was no allegation that an adverse event occurred. The estradiol iii reagent lot number was 217313. The expiration date was not provided. The calibration data from the customer shows large signal deviations indicative of a contamination issue. The qc results using roche qc material were mostly within expectations; there may be an issue with the third party qc used by the customer. The fse revisited the customer site on 19-sep-2017 and performed decontamination procedures on the instrument. The investigation is ongoing.